Event description:
It was reported that, during patient use, a ht70 plus ventilator became inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. There was no harm to the patient as a result of the event. The medtronic field service engineer (fse) evaluated the ventilator and did not duplicate the customer reported issue. The ventilator passed calibrations and performance verifications.